Manufacturer narrative:
Log file analysis review date: 08/24/2015; log dates through 08/09/2015 to 08/23/2015: normal power consumption. Additional notes: 1 vad disconnect alarm was logged on (B)(6), 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU also warns: a controller with a blank display or no audible alarm should be replaced. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the "alarm messages are displayed incompletely" on the controller. The controller was exchanged and there were "no effect on patient side; he was doing fine the whole time". Controller was exchanged using "hospital stock", and "log files were downloaded". No additional information provided. Investigation is ongoing.

Manufacturer narrative:
(B)(4). One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed through log file analysis since this event is related to the controller's display. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.